Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery of the shoulder on (B)(6) 2022, it was observed that the suture on the 5.5 healixadv br3sutanc pcord device was divided upon insertion into the patient's shoulder. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employee caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwtch, a follow-u medwatch will e filed as apprpriate. H10 addiional narrative investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation, however, the customer provided 5 arthroscopic images. Upon verifying the images, the suture can be located at the shoulder capsule, one thread looks broken and frayed. A manufacturing record evaluation was performed for the finished device 8l87177 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause can be attributed to an excessive force applied to the sutures at the moment of tightening, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.